Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient complained of pain in their right testicle and said their buttocks is tender as well. They didn't sleep well last night because they had the hiccups. Patient was advised to notify their healthcare provider (hcp). Four days later, patient said they had hiccups for 5 days straight and is unsure of what to do. They also mentioned some shocking pain in their testicles and the patient has already seen the hcp and they changed to another program. The patient feels comfortable again and was told to decrease stimulation if the incident occurs again. The patient was approached for implant and will possibly move forward after the next follow-up. On (B)(6) 2017, patient went to the emergency room and that they are "bad." The patient said their controller has been off since the hospital visit and the patient has already contacted their hcp's office and is waiting for instruction. The patient couldn't explain at the moment, but they did mention having hiccups for several days straight since their hcp visit for a program change. The patient also "did not sleep in all night." The event was stamped as "sales attention needed" and not resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.